Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was positive. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "¿this is garbage I did the test just the way it said and it said negative the same day I went to a real test place and it said positive!!¿"

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges a false negative test result while using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was positive. There was no report of patient impact. Eua# (B)(4) the following information was provided by the initial reporter: ¿this is garbage I did the test just the way it said and it said negative the same day I went to a real test place and it said positive! ¿